Manufacturer narrative:
The device was discarded, therefore no evaluation can be performed. Due to the reporter's statement, it appears that the event was due to user error and not a malfunction of the device. There was no lot number provided to enable review of the device history record. Review of the complaint database indicates that this is the only reported issue of this type for this product code. Medex is unable to confirm this issue, however can determine the possible cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated they believed to have had a free flow through the mangum set while infusing tpn in the nicu. According to the reporter, the reason for the possible free flow was due to user error and from the stops on the stopcock being violated. The pt expired, but not as a result of this incident.